Event description:
It was reported that insulin was not moving through the contact detach steel infusion set despite insulin being pushed from the cartridge, consistent with an occlusion that resolved only after a complete supply change including cartridge, connector, tubing, and infusion set; insulin therapy was then resumed and blood glucose trended down from a high level. Symptoms included hyperglycemia with associated lethargy and malaise. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a likely obstruction of flow associated with the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.